Manufacturer narrative:
The ge svc rep inspected the 9800 system and confirmed the interlock error upon boot up. He found that the ps2 was causing the failure. He replaced the ps2 and performed adjustments on the ps2 per the 9800 svc manual. The system operates as intended.

Event description:
The customer reported concerning the 9800 system displaying an interlock error upon boot up.